Event description:
As reported by the user facility: "the broken needle, we had to fish out of a pt's arm." The situation occurred in the ed. Rn felt resistance in putting in the catheter and assumed she had reached a bifurcation. She tried to withdraw the needle/catheter when it was evident it was not going to advance and the needle with the catheter detached from the hub in to the pt's arm. The rn was able to retrieve both via forceps. No pt harm ensured.

Manufacturer narrative:
(B)(4). Device history record (DHR): reviewed the device history record and there were no such defect encountered during final control inspection. The sample and all available information was forwarded to the manufacturer, b.braun (B)(4), for further evaluation. Their report states that they received 1 used cannula hub of introcan safety pur 20g, 1.1x32mm-us in open package. Capillary hub and protective cap were not returned for evaluation. Lot number printed on returned package was 14h28g8392 and material (B)(4) . Visually inspected the returned sample and found the cannula detached from the hub. The catheter hub was not returned for evaluation. Sample evaluation: present of glue in cannula hub was observed on returned sample. Cannula od=0.704mm, no deviation found. (Spec : 0.70-0.71mm). Blunt cannula tip at 0.0907mm was observed. (Spec : < 0.020mm). Glue trace was observed on cannula surface. Machine parameter setting: machine parameter setting, pre-curing time and blue dispenser time showed no deviation. Final control (fc): cannula strength test the complaint batch cannula strength test result at final control showed no deviation with average of 119.88n. In process quality control (ipqc): cannula strength test the complaint batch cannula strength test result at ipqc showed no deviation with average 97.44n. In addition, the assembly machine is equipped with a push test station (with 20n weight block) which conduct 100% cannula strength test. If a wrong weight block is used, an error will automatically be prompted and machine operation will be stopped. Based upon the investigation , no specific conclusion can be drawn as to the cause of the reported event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample has not been received yet and the investigation is ongoing at this time. A follow up report will be provided when the investigation results become available.